Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "during use of the tube, a group of yellow foreign bodies were found in the wall of the tube."

Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "during use of the tube, a group of yellow foreign bodies were found in the wall of the tube."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (gel) was observed. Additionally, 94 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter (gel) was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter (gel). Bd determined that the root cause of the indicated failure mode was attributed to the assembly process. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.